Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had inaccurate blood glucose. Customer was assisted with troubleshooting and customer stated that when sensor glucose was 70mg/dl blood glucose was 170mg/dl, sometimes it was off 60 to100mg/dl. Customer changed the sensor and while leaving the gym, customer stated sensor glucose was 173mg/dl and blood glucose was 40mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement and self test. Device was programmed with test minilink and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the 100 value properly on display graph.